Event description:
After difficult placement of em esophageal motility catheter and unable to get tracing in 2nd lead, the machine was troubleshooted. Unable to ascertain reason. Procedure was done with tracings only in leads 3 and 4. Because catheter introduction was difficult, patient was not subjected to pulling initial catheter and starting over. Unable to decipher information based on catheter. Machine calibrated and catheter patent prior to procedure. Machine checked by biomedical services, using new catheter, no problems found.